Event description:
The customer reported that noise occurred during bending, during inspection for use for an unspecified procedure involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, image color tones were abnormal due to damage to the imaging unit. (Image is magenta or green only). A root cause could not be identified. Based on the results of the investigation, the most probable cause is electrical/electronic component problem. The most likely cause of this complaint is expected to be a predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.